Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the scan showed device was/appeared to be intact. Doctors believe nerves are pinched and have some arthritis to l1-l3-l6 vertebra. 2 bulging discs causing issues as well as knee nerve pain. The patient was not 100% sure when they first noticed the issue. Device removal is planned on (B)(6) 2021.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that MRI information was needed, as patient claimed their device does not work. The hcp did not have any other details about what was not working. Troubleshooting was not required, as the issue was not going to be resolved through troubleshooting. MRI information was reviewed. No patient symptoms were reported. No further complications were reported at this time. Additional information was received from the patient. When asked to clarify the report their device was not working, they replied it was a malfunction or broken and was causing discomfort down their entire leg and caused their toes to curl up. The cause of the device not working was not determined. They were not sure what most likely caused or contributed to the issue, but believed it may be broken. When asked what steps were or would be taken to resolve the issue, they responded they were going to have it removed and had not used it in over a year. The issue was not resolved at the time of the report.